Event description:
Reported by sales rep as: "I found out late yesterday that there was a death of a lap-band system patient a week or so after surgery." Follow up with the physician notes that per the information correctly available to him, the patient's symptoms were consistent with "a prior infection already present that formed around the implant, since the body is likely to form this infection at the site of a foreign object in the body first". Per the physician, he believes the infection was not related to the "sterility of the product" (in this case the lap-band system) and was probably not caused by the device, however, believes he should wait for the autopsy results to further speak to the cause.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if available. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding the serial number has been requested. Autopsy results are pending at this time. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of death as follows: "laparoscopic of laparotomic placement of the lap-band system is major surgery and death can occur."